Event description:
A pt with type 1 diabetes wearing the dexcom cgm as part of a jdrf substudy noted swelling and discomfort at site of prior sensor insertion. Pt self-treated with antibiotics. On examination of site, minimal swelling noted. However, two sensor filaments were missing from the pt's returned sensor sets. On x-ray two sensor filament fragments were noted in the subcutaneous tissue of the left lower abdomen, corresponding to the areas where the pt had recently inserted and then removed the sensors. Frequency: every 7 days; route: sq. Dates of use: 2009. Diagnosis or reason for use: type 1 diabetes.